Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela front panel assembly, and evaluated the device. An evaluation of the component found the screen was red and unusually dim and isolated the issue to the led backlight of the touch screen.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator has no display. There was no patient involvement reported.